Event description:
It was reported that approximately 2 hours during a da vinci si hysterectomy procedure the surgeon experienced difficulty articulating an instrument installed on a specific patient side manipulator (psm) arm. Prior to contacting technical support to assist with troubleshooting the issue, the surgeon decided to convert to traditional open surgical techniques in order to control unexpected patient bleeding. The planned procedure was completed and no adverse outcome was reported.

Manufacturer narrative:
The instrument has not been returned for evaluation. Multiple attempts to obtain additional information about the event, the patient's post operative status, and device return have been made, however as of the date of this report the site has not responded. The root cause of the customer reported failure mode cannot be determined. If the additional information is received, a follow-up MDR will be submitted.